Event description:
It was reported that the patient's right ventricular (rv) lead had high thresholds. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments and analyzed and no anomalies were found. The exposed rv (right ventricular) defibrillation coil became extrinsically fractured due to a cut. Analysis of the lead indicated apparent explant damage. Concomitant product: product ID: d314trg, device implanted: (B)(6) 2012. (B)(4).